Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction (eogo). (B)(6) was returned assembled with the pump cable was severed approximately 8.5¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned for evaluation. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Approximately 5¿ of the outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief properly attached to the graft hardware. Upon removal of the bend relief, a lengthwise crease was observed in the graft material. An accumulation of tissue growth was observed over the crease. The textured surface of the graft attachment revealed no evidence of developed or adhered depositions or thrombus formations. Within the lumen of the bend relief, a similarly shaped biological accumulation was observed. These findings are consistent with an extrinsic outflow graft obstruction during support. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarm with symptom of back pain and fatigue at home on (B)(6) 2024 and called the healthcare team. The patient drank water and the low flows improved. On (B)(6) 2024, the patient called back with similar symptoms and they were instructed to present to the hospital for admission. As the patient was part of the aries trial and was on acetylsalicylic acid (asa) 81mg daily starting (B)(6) 2023, the asa was discontinued using the data from the aries trial as evidence to stop it. There were no changes to pump parameters. Computed tomography angiography (cta) of the chest, abdomen, and pelvis was performed on 2024. The cta revealed thrombus along the outflow catheter anteriorly resulting in 80% stenosis along a length of approximately 7cm from the origin of the outflow unto the proximal catheter. The mid and distal outflow was found to be widely patent anastomosis with the aorta. The patient was upgraded to 1e on the transplant list and was transplanted on (B)(6) 2024.